Event description:
Additional information was received from the patient via patient letter. Patient was asked to clarify device heating during recharge and if the controller get hot during recharge. Patient stated just warm, the problem was not due to overheating. Issue was resolved, great customer service team.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their controller has gotten bizarre and they could not do anything with it last night. Patient stated on monday they had an MRI and they put the device into MRI mode. Patient mentioned last night when they went to charge their implant for 20 mins then the controller screen went bright with no color then slowly dimmed and after about 10 minutes the screen got into a weird configuration. Patient mentioned the implant was still charging because they could feel the heat coming out of the mechanism. Patient mentioned they couldn't do anything on the controller screen. Patient stated this morning the controller screen showed 2 batteries, a lock, a x, MRI, audio etc. Agent understood patient was referring to the controller screen being layered on top of each other. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller; controller showed recharging 100% and implant 70%. Agent instructed patient to start a charge session; implant was recharging with excellent quality. Agent informed patient to lock and unlock controller; con troller showed batteries screen like usual. Agent reviewed external equipment are functioning as intended, to monitor and call back if further assistance is needed. The troubleshooting steps that were taken on the call resolved the issue. The patient mentioned unrelated medical history; patient mentioned their hands were bad.